Manufacturer narrative:
Device code 2017 applied as the device was prepped inside the anatomy. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters nc trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, the investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a left circumflex (lcx), moderately calcified lesion. A 4.5x12mm nc trek dilation balloon was inflated a few times, without reported issues. Following, the balloon was unable to deflate. The physician attempted to deflate a few times. The balloon had eventually was deflated and removed from the patient without reported issues. There were no adverse patient effects and no clinically significant delay. No additional information was provided regarding this issue.